Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the procedure, although uncommon. Other variables, beyond product not performing to specifications or being non-sterile, to consider in a differential diagnosis would be patient health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy and quantity of maxillary ridge below the maxillary sinus) of the implant resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g. Infection). From the information provided, it is not possible to definitively determine if the implant, graft, technique, patient compliance, post-operative complication, etc. Was the etiology of failure. However, because a second surgery was required to remove and /or replace the implant and graft. The implant loss will be reported via asr, as appropriate. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event pepgen p-15 was used simultaneously with implant placement in the right posterior mandible with bone quality type ii and excellent oral hygiene. The osteotomy was prepared via drilling and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and had signs of mobility and infection (per-implantitis) upon explantation during healing, prior to exposure of the implant: the length of the healing period is unknown. It is not clear if the graft was integrating with the surrounding vital bone or if it is also failed with the implant.